Manufacturer narrative:
Manufacturer's report date: 10/28/2010. (B)(4). This report was filed by the manufacturer. No product returned for evaluation, customer stated the set was discarded at the facility. The lot number was not identified, therefore, a lot history record review could not be performed.

Event description:
Customer reported a secondary infusion of vancomycin was started and the nurse observed unregulated flow of the secondary. The nurse changed the primary set, reattached the secondary set to a new primary set (reference MDR 9616066-2010-00306) and observed unregulated flow. The nurse placed a hemostat on the primary set between the valve port and back check valve and the medication infused at the intended rate. No pt harm reported. Although requested, no additional event info available.